Manufacturer narrative:
The complaint investigation for falsely elevated alinity c total bilirubin results while using the alinity c bilirubin calibrator included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A ticket search by product lot number 60667fd01 did not identify an increase in complaint activity for the current issue. The trend review by the product list number (08p61-01) found no related trends for the product for the issue. The review of the device history records did not identify any non-conformances or deviations related to the lot number 60667fd01 and the complaint issue. Labeling was reviewed and found to be adequate for the issue under review. As part of the troubleshooting, the samples were repeated on another methodology analyzer and generated lower results. No issues with the quality control (qc) results were observed. Lot number 60667fd01 met expected release criteria and the product continues to perform within specifications. However, a notification letter was provided to customers to explain that there is the potential for a shift in recovery in total bilirubin and direct bilirubin results when using the alinity c bilirubin calibrator kit (ln 08p61-01) lot 60667fd01. Based on the investigation, no systemic issue or product deficiency of the alinity c total bilirubin assay or alinity c bilirubin calibrator kit lot 60667fd01 were identified.

Event description:
The customer reported falsely elevated alinity c total bilirubin results in newborns. The customer states that they received complaints from medical centers and the customer is currently sending these samples to their partner laboratory for testing. The customer provided one example: on (B)(6) 2023: newborn sample (4 days old at time of testing), sid (B)(6): alinity total bilirubin result = 16.11 mg/dl. Roche total bilirubin result = 12.8 mg/dl. The customer states for their young patients would have to go under the uv lamp for such high values or have further blood draws. It is not known whether this specific patient received uv lamp treatment or had additional blood draws. There was no further impact to patient management reported.

Event description:
The customer reported falsely elevated alinity c total bilirubin results in newborns. The customer states that they received complaints from medical centers and the customer is currently sending these samples to their partner laboratory for testing. The customer provided one example: on (B)(6) 2023: newborn sample (4 days old at time of testing), sid (B)(6): alinity total bilirubin result = 16.11 mg/dl. Roche total bilirubin result = 12.8 mg/dl. The customer states for their young patients would have to go under the uv lamp for such high values or have further blood draws. It is not known whether this specific patient received uv lamp treatment or had additional blood draws. There was no further impact to patient management reported.

Manufacturer narrative:
Updated a1 - patient identifier: (B)(6) (complete sample ID, exceeded the allowable characters in the field) all available patient information was included. Additional patient details are not available. Updated d4 - primary UDI number from (B)(4). To accommodate new version of emdr form. H10 - additional mfg narrative (legacy) has been modified to incorporate the corrected information in h11 - additional mfg narrative (new version of emdr form). It was noted that a notification letter was inadvertently referenced in the final report. To clarify the intent of that statement, a notification letter was not provided to the customer, but rather an email response providing details of the complaint investigation. No other information required correction. The conclusion remains the same that no systemic issue or product deficiency was identified. The complaint investigation for falsely elevated alinity c total bilirubin results while using the alinity c bilirubin calibrator included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of customer data aligned with the customer¿s issue and no additional issues were identified. A ticket search by product lot number 60667fd01 did not identify an increase in complaint activity for the current issue. The trend review by the product list number (08p61-01) found no related trends for the product for the issue. The review of the device history records did not identify any non-conformance's or deviations related to the lot number 60667fd01 and the complaint issue. Labeling was reviewed and found to be adequate for the issue under review. As part of the troubleshooting, the samples were repeated on another methodology analyzer and generated lower results. No issues with the quality control (qc) results were observed. Lot number 60667fd01 met expected release criteria and the product continues to perform within specifications. A response was provided to the customer to explain the outcome of the investigation for this event involving the alinity c bilirubin calibrator kit (ln 08p61-01) lot 60667fd01. Based on the investigation, no systemic issue or product deficiency of the alinity c total bilirubin assay or alinity c bilirubin calibrator kit lot 60667fd01 was identified.

Event description:
The customer reported falsely elevated alinity c total bilirubin results in newborns. The customer states that they received complaints from medical centers and the customer is currently sending these samples to their partner laboratory for testing. The customer provided one example: on (B)(6): newborn sample (4 days old at time of testing), sid (B)(6): alinity total bilirubin result = 16.11 mg/dl. Roche total bilirubin result = 12.8 mg/dl. The customer states for their young patients would have to go under the uv lamp for such high values or have further blood draws. It is not known whether this specific patient received uv lamp treatment or had additional blood draws. There was no further impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.